Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2016 that the patient had confusion after a dose increase. It was related that per the physician, the patient was increased 6% on (B)(6) 2016 and the patient stated on (B)(6) 2016 they started to feel confused and believed it was due to the increase in medication. The patient was in the emergency room (ER) for confusion and was decreased by 3% in the ER and was discharged because the issues resolved. The 6% increase in medication was noted as what led to the event and a decrease of 3% in dose was done as interventions/actions taken to resolve the issue. Surgical intervention did not occur and was not planned. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was requested but was not available. The patient weight was unable to be obtained. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from a consumer on (B)(6) 2017. It was reported that too much baclofen from the pump was going into the patient¿s body. The date of the event was january 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that their pump had been broken for about a year. The patient reported that they needed the pump removed. The patient reported that they had talked to someone about having an advocate help pay for the pump removal. The patient inquired if the manufacturer would help pay for the pump removal since "it's their fault that it's broken." No further complications were anticipated/reported.